Event description:
The laser system shows the message "low power" and the output energy is very low. We are unaware about pt injury.

Manufacturer narrative:
The laser system was checked and it was found that hr mirror and ar mirror had spot on their coated surface. After replacement of the mirror hr and ar, the laser system restarted to work. We are unaware about pt injury.